Manufacturer narrative:
An event regarding "deformation of the femoral trunnion" was reported. Malposition of the trident shell was confirmed through the medical review. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was performed and concluded: "cup malposition in slightly superficial position with protruding cup rim in joint space together with use of a 10° liner in a cup shell with already normal cup position have promoted impingement causing overload in the trunnion ultimately ending in catastrophic trunnion failure with disassociation of the femoral head requiring revision" -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and determined that cause of trunnion failure related to malposition of the shell. There was no evidence of a device related issue. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision hip left side. Deformation of the femoral trunnion.